Manufacturer narrative:
The catalog number and lot code were not provided for the adm insert. A modular dual mobility insert, cat # 626-00-42e, lot: unknown was also reported in this event. At this time, it cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that implants were removed due to infection.